Manufacturer narrative:
(B)(4). Batch # p93f97. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. In addition no communication issues were noted at any time on the analysis. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated, the blade not being properly attached to the hand piece or the solid tone emitted by the generator when the blade becomes damaged. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the surgeon was using the hard h36 when it stopped working, then the generator (gen11) shows the message "remove the instrument from the patient" and then "clean the blade". The cleaning was performed and then the device was operated, which emits a shrill chirp for the gen11 to shows on its screen "replace the instrument". The gen11 was turned off and turned on, but the device was not recognized in a normal way and when it was activated, the squeaking again became present and again the gen11 displayed on your screen "replace the instrument". The instrument was replaced and the surgery continued. No patient consequence.